Manufacturer narrative:
Section a5, a6: unknown/ not provided. Asku. Section h3 (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was explanted from the patient's right eye due to blurred / double vision and dysphotopsia. The patient's daily activities were significantly affected. It was noted that vision pre-operative was 20/30 -, then vision post-operative is 20/40 -1. It was replaced with a non johnson and johnson iol. There was an incision enlargement, but no vitrectomy and no delay in procedure reported. Directions for use was followed. Medical attention provided, medication was prescribed. However, the medications (prednisolone and moxifloxacin) given were our standard post op. There was no patient injury and the patient has already improved. At her 1 day post-op she reported the shadowing was gone. She had mild corneal edema from the exchange. Doctor will see her back in another week or so. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jun 6, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint device reveals that the lens was received cut into three pieces (one half was intact and the other half was cut again as well as stuck together). The haptic was cut on one of the halves. Also damage appears to be on the edge of one lens quarter. The complaint issues "hm-blurry vision" and "hm-visual disturbance- dysphotopsia- requiring surgical intervention", were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.